Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device replacement procedure, this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms in one of the shocking configurations. This was suspected to be due to a physiologic cause; therefore, the shocking configuration was reprogrammed to exclude the high shock impedance. Successful defibrillation threshold (dft) testing was performed. No adverse patient effects were reported. The lead remains in service.